Manufacturer narrative:
Device evaluation summary: visual inspection of the returned sampling manifold showed evidence of cracks in both luer connections. Pressure integrity testing was performed at 0.5 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity test there were leaks observed from both luer connections. Reason for return was confirmed. Conclusion: complaint is confirmed for leaking connection. After evaluation the cause of this complaint could not be determined. There were no adverse patient effects as a result of this incidence. All the personal involved on the manufacturing of this product was notified of this event, medtronic will continue to monitor for future occurrences and trends. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a custom tubing pack, a leak occurred from both ends of the 3-way kit connector. The device was replaced and there was no patient impact associated with this event. Additional information: there was no blood loss due to the leak. No blood transfusion was required. There was no visible air in system/tubing.